Event description:
Two breast localization needles inserted without difficulty (mammographically guided). Satisfactory position confirmed. Secured in place and pt sent to surgery. While dissecting down and around the more anterior hook wire, surgeon was simply holding the wire and it snapped off. Surgeon denies cutting, bending or applying undue traction. Able to dissect around the remaining fragment of wire and remove it. The more posterior wire removed without difficulty. Small fragment retained.